Manufacturer narrative:
Visual inspection of the returned screw shows it was fractured at the threads part. The hex part of the screw appears to be in good condition. The screw also shows general signs of usage. No other damage was noted. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
.